Event description:
It was reported that the acetabular cup was removed during hip revision surgery. The surgeon noticed minimal ingrowth on outer surface of the cup. Upon removal of the biolox head from the stem, the surgeon noticed black substance on the trunnion of the stem as well as the inner diameter of the head. A tritanium revision cup was inserted, along with 2 screws. An mdm liner was inserted, the stem was checked and left in. A universal sleeve was put on the trunion with a 28 mm +4 universal biolox head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision involving a trident shell was reported. The event was not confirmed. Device evaluation and results: there is no bony on-growth and sparse fibrous on-growth observed on the returned shell. The material analysis report concluded: no material or manufacturing defects were observed on the components examined. Medical records received and evaluation: a review of the provided information by a clinical consultant could not determine a root cause or confirm the event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes are needed to fully investigate the event.

Event description:
It was reported that the acetabular cup was removed during hip revision surgery. The surgeon noticed minimal ingrowth on outer surface of the cup. Upon removal of the biolox head from the stem, the surgeon noticed black substance on the trunnion of the stem as well as the inner diameter of the head. A tritanium revision cup was inserted, along with 2 screws. An mdm liner was inserted, the stem was checked and left in. A universal sleeve was put on the trunion with a 28mm +4 universal biolox head.